Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been returned to the manufacturer for analysis. Device manufacture date is not available at time of filing.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that an orthopedic stereotactic instrument was broken. There was no patient present when this issue was identified.